Event description:
Patient had diagnosis of "large solitary bone cyst proximal femur" during the percutaneous bone grafting and irrigation of the cyst procedure, the physician noted that while the initial 10 ml of prodense calcium phosphate was injected, some of the graft material did rupture through the weakened area of the bone into the capsule. It is noted that a "majority of the graft material stayed right within the bony cystic lesion." A c-arm fluoroscopy was utilized to obtain a single intraoperative spot image which demonstrated localization of the right hip with possible cement injection. Cement may extend into the joint space. Physician contacted vendor regarding "capular infiltration with graft". It is reported/documented that vendor from wright medical said should not have untoward effect. Patient now with probable hip cartilage degeneration and possible need for total hip replacement.